Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010, and suture was used. Prior to use on the patient, the needle broke. The surgeon had grasped the needle one third from the swage with the needle holder, then without resistance, the needle split at the swage. No fragment remained in the patient's body. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.